Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: complaint conclusion:as reported, a 5f mynxgrip vascular closure device (vcd) had a device deployment malfunction. The tamp did not appear after the sealant was deployed. Hemostasis was achieved by manual compression. There was no reported patient injury. A 5f cordis brite tip sheath was used. The femoral artery¿s suitability for arterial access was verified on angiography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. There was mild vessel tortuosity and no presence of peripheral vascular disease (pvd) / calcium in the vicinity of the puncture site. The user shuttled down completely. There was no significant resistance when shuttling down. There was no unusual force applied when retracting the sheath.a non-sterile ¿mynxgrip vascular closure device 5f¿ involved in the reported complaint was returned for investigation. Visual inspection of the received device showed that the shuttle was engaged from the black handle. The syringe was not received for evaluation, and the stopcock was found opened. The advancer tube was on the catheter shaft. The sealant was exposed to blood as received. The device was inspected for damages that may have contributed to the reported event. No visual damages or anomalies were observed. Dimensional analysis was performed to verify the advancer tube¿s length and the distance between the proximal and distal tamp locks. Measurements were noted to be within specification. Per functional analysis, the advancer tube was found properly engaged to the proximal tamp lock as received, which matched the intended use. The returned device performed as intended per the mynxgrip instructions for use (IFU). Per microscopic analysis, visual inspection at high magnification showed that the tamp locks were inspected for damages that may have prevented the advancer tube from engaging to the proximal tamp lock during the procedure, and no damages or anomalies were observed. In addition, the sealant was exposed to blood as received.the reported event of ¿sealant-failure to deploy-advancer tube¿ was not confirmed through analysis of the returned device since it passed functional analysis. The exact cause of the issue experienced by the customer could not be determined during product analysis. Based on the information available for review and the product analysis, it is not possible to determine what factors may have contributed to failure to deploy reported since the device was able to pass functional analysis by engaging with the tamp lock with no anomalies/damages noted to the device. However, procedural/handling factors, such as an incomplete engagement of the advancer tube during deployment, possibly contributed to the issue experienced. According to the instructions for use (IFU), which is not intended as a mitigation, ¿while pulling lightly on the device handle (to ensure the balloon is abutting the arteriotomy or venotomy), open the procedural sheath stopcock and confirm temporary hemostasis. Detach shuttle and advance in a continuous motion until a definitive stop is felt. Immediately grasp the procedural sheath and withdraw it from the tissue tract. Continue retracting until the shuttle locks on the handle.¿ it should be noted that if the shuttle is not advanced until the advancer tube is engaged to the proximal tamp lock (definitive stop), this will cause the advancer tube and sealant to follow the shuttle cartridge back out of the tissue tract during the retraction step, resulting in the device failing to deploy. Neither the product analysis, nor the information available for review, suggest that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Manufacturer narrative:
Section h4 was corrected to reflect date of manufacture.

Manufacturer narrative:
This device is available for analysis but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, a 5f mynxgrip vascular closure device (vcd) had a device deployment malfunction. The tamp did not appear after the sealant was deployed. Hemostasis was achieved by manual compression. There was no reported patient injury. A 5f cordis brite tip sheath was used. The femoral artery¿s suitability for arterial access was verified on angiography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. There was mild vessel tortuosity and no presence of pvd / calcium in the vicinity of the puncture site. The user shuttled down completely. There was no significant resistance when shuttling down. There was no unusual force applied when retracting the sheath. The device will be returned for evaluation.